Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the system controller's power cables had a lot of wear and tear usage; the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: hsc-(B)(6) having a damaged power cable could not be confirmed. The product was not returned for analysis and no photos or log files pertaining to the affected controller were submitted for review. No alarms were reported in relation to the damage. Available information indicated that the system controller was exchanged. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number hsc-(B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev c - section 2 ¿system operations") provides instructions for replacing the system controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.